Event description:
On (B)(6) 2008, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the patient has not been able to charge the ipg for the past 3 months. The clinical specialist met with the patient and tried using a new charger, to no avail. The pt has gained a significant amount of weight since being implanted with the device. The ipg was explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.